Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that they were hearing an audible tone and were wondering if it was coming from the patients implantable cardioverter defibrillator (ICD). It was further reported that lead warnings had triggered due to a spike to high infinite right ventricular (rv) pacing impedance, and a spike to high infinite rv defibrillator coil impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.